Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify no excessive no delivery or occlusion alarm and low reservoir alarm due to completely broken reservoir tube lip. Device received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring,cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer stated that she has not gotten any insulin and there are no alarms. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.